Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for two samples from one patient from the cobas 8000 e 801 module. The sample was then tested on an architect analyzer and submitted for investigation where it was tested on a cobas 8000 e 801 module, cobas 6000 e602 module, and a cobas e 411 immunoassay analyzer. Refer to the medwatch with the following patient identifiers: (B)(6) elecsys tsh assay; (B)(6) elecsys ft4 assay; (B)(6) elecsys ft3 iii. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The investigation did not identify a product problem. The cause of the event could not be determined as no sample was available for further investigation. From the information provided, a general reagent issue could most likely be excluded.